Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lower anterior resection, the device was able to fire, but the staples were not appropriately formed. They changed to a new stapler and the staple to complete the case. There was no patient injury.